Event description:
It is reported that a customer received several high and low predictive alerts from their insulin pump. The patient's blood glucose level was 48 to 92 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer declined any assistance with the issue, but just wanted to report the matter. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.